Event description:
A pt reported experiencing inaccurate low results with a one touch profile meter. The pt's blood glucose results were 23, 19 and 17 mg/dl from the pt's meter and 253 mg/dl from the lab. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.